Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around a week ago the pt kept on getting a message of battery low replace the controller battery soon, pt got the message a total of 3 or 4 times. Pt thought they got the message when they were attempting to recharge their implant battery. A while back pt was having trouble charging and it was not reading good when they were attempting to recharge the implant. This was going on for over a year and it was very chancy to charge, pt had reset the controller to help with the issue but they would get the quality changing from good to excellent back to good without moving. An email was sent to the repair department to replace the recharger (rtm). Additional information was received from a friend/family member. It was reported that they got a replacement recharger (rtm) last month but soon after the replacement that worked fine there was a bad storm. Since the storm the implant battery was not charging properly again. Pt noted the charging session was sensitive for it would switch from good to excellent and took over an hour to charge from 40% or 50% to 100%; normally it only took 30 minutes. Caller noted they had their controller charged all the way and when they were done recharging their implant it said battery low recharge controller soon. During call pt verified no damage to the rtm or to the controller charging port. Caller reset the controller and attempted to recharge the stimulator, pt was able to charge the implant at excellent with 70% battery. Troubleshooting was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) called back and stated they might need new lithium (li) battery. When asked, pt reported same issues as reported earlier. Pt stated the replacement recharger fixed issue a little bit but issue was still on and off: they were still having a hard time connecting to the implant and getting an excellent/good charge. Patient services (pss) instructed pt to inspect controller port and stated that controller pins looked a bit dull. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that led to the recharging issues after the storm was that they went from excellent to good and back to failed. The patient reported that a new paddle was sent, and it works better now. The patient reported that issue has been resolved.